Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. The cause of the event was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 19:03:06. During night drain cycle four, the patient's ultrafiltration reading was 940ml, indicating the home patient (hp) drained 940ml more than their maximum programmed fill volume of 1500ml. No additional information is available.